Event description:
A report was received that the patient had an ipg revision due to suspected malfunction. The ipg and leads were explanted as the physician implanted new ipg and leads. The patient was reportedly doing well.